Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture of the right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed surgical impact opening and missing side assessed inconclusive. (Shell thickness was within specification). Additional observations: non penetrating nick observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a rupture of the right device. The device has been explanted and replaced.